Manufacturer narrative:
Instrument maintenance resolved the problem.

Event description:
Elevated troponin (ctni) result was obtained on a patient specimen. The elevated result was inconsistent with the creatine kinase result, so the laboratory questioned the results. Repeat analysis of the patient specimen on a second analyzer for ctni obtained normal results. Repeat analysis on the initial analyzer after maintenance, also obtained normal results for ctni. The results were not reported to the physician. There were no adverse health consequences as a result of the falsely elevated ctni result.